Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, the radiolucent aiming arm greater trochanter was broken when trying to remove the gold sleeves from the outer aiming arm. The locking clip broke off and did not allow the sleeve to be removed. The arm had to be unscrewed from an unknown radiolucent insertion handle. There was a thirty (30) minute surgical delay. The procedure was completed successfully. Patient outcome is stable. Concomitant devices reported: 11.5mm/8.5mm protection sleeve for recon locking (part# 03.010.075, lot# pe03404, quantity 1); unknown radiolucent insertion handle (part# unknown, lot# unknown, quantity 1). This report is for one (1) 11.5mm/8.5mm protection sleeve for recon locking this is report 2 of 2 for pc-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.010.075, lot pe03404: release to warehouse date: march 06, 2018. Manufactured by (B)(4). Material certification from the time of manufacturing was reviewed and the material was found to be conforming to specifications with no deviations noted. No non-conformance reports (ncrs) were generated during production. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection, it was noted that there were several scratches on the device. The radial groves at the distal end of the sleeve had nicks and scratches consistent with normal wear from use and handling and due to use of a hand tool such as pliers or wrench to assist with assembly/disassembly. Visual inspection of the most proximal feature of the cannulation revealed the edges to be bent/distorted and flat. These damages were not severe enough to impact the overall functionality of the device. In addition, the protection sleeve was tested with the aiming arm that was returned (part number 03.033.003, lot number l750741). The sleeve did fully pass through the aiming arm and there were no issues found during assembling and disassembling of the two devices together. Furthermore, the complaint description states that the cam lock levers broke while attempting to remove the protection sleeve. Therefore, based on complaint description and relevant damages noted on the protection sleeve, the overall complaint condition is confirmed. The relevant design drawing(s) was reviewed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The outer diameter of the distal end of the sleeve (radial groove area) measured within specification. The inner diameter of the cannulation at the proximal end of the sleeve measured not within specification. The out of specification measurement was determined to be due to the observed post manufacturing damage to the distal edge. The inner diameter of the proximal end of the sleeve measured within specification. The given complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its usage at the time of surgery. Also, soft tissue pressure and insufficient fastening of the aiming devices could lead to the complaint condition. During the investigation no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, the radiolucent aiming arm greater trochanter was broken when trying to remove the gold sleeves from the outer aiming arm. The locking clip broke off and did not allow the sleeve to be removed. The arm had to be unscrewed from an unknown radiolucent insertion handle. There was a (30) minute surgical delay. The procedure was completed successfully. Patient outcome is stable. This report is for (1) 11.5mm/8.5mm protection sleeve for recon locking. This is report 2 of 2 for (B)(4).